Event description:
During a paroxysmal atrial fibrillation procedure, a pericardial effusion occurred which required a pericardiocentesis. The physician was unsure about the first transseptal puncture attempt. Another physician was consulted and an ultrasound was done. It was decided that there were no issues so the transseptal puncture was successfully performed. At the start of mapping, the geometry appeared to be other than expected. At this time a drop in blood pressure was also noted. Medication was administered and an ultrasound revealed bleeding into the pericardium and a pericardiocentesis was performed. The patient is stable. It is unknown what caused the perforation but thought it may be related to the transseptal puncture. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.